Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. The arjo representative visited the facility to evaluate the claimed device and perform an interview. According to the inspection results one brake was found broken and two straight steering modules were non-functional. The brake was broken into two pieces. The trolley had also some scratches and marks on the mattress, but in general was operational. Please note that three other brakes were functional and should block the device properly if used. Based on the information received from the customer facility representative the caregiver used straight steering levers as brakes, so straight steerings became non-functional. The unit involved in the event was not under the arjo service agreement and no maintenance was carried by the company's qualified personnel. The customer facility was provided with training of the device usage during its installation in 2013. The carevo equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use. According to the collected information the caregiver used straight steering as a brakes due to a misunderstanding of its functionality. The carevo shower trolley is equipped with brakes, which are located on all four castors. They can be activated by press down on the gray castor brake lever and deactivated by slight kick up the gray castor brake lever. Carevo is also equipped with a straight steering device, which can be used for easier manoeuvring in corridors and around corners. It is most often used when one caregiver is transporting the carevo. The straight steering devices are green and located on two castors diagonally from each other. The straight steering lever should be applied furthest away from where the caregiver is standing. The both straight steering levers should not be used at the same time as it will make the carevo hard to manoeuvre. Please note that instructions for use (IFU 04.ba.08_8gb dated on june 2013) delivered with the involved unit warns and informs user about need of the careful device and brakes usage: "to avoid falling during a transfer always make sure that the brakes are applied on all equipment being used." (P. 6) the user's manual in sections related to transfer of the patient from and to carevo provides the step-by-step instructions, which also advises that the brakes have to be applied on both devices involved in this action. The mentioned document provides the supporting pictures for better understanding of the device functionalities. The carevo is subject to wear and tear, and the following actions must be performed when specified to make sure that the product remains within its original manufacturing specification. To avoid malfunction resulting in injury the user should make sure to conduct regular inspections and follow the recommended maintenance schedule. The condition of the trolley's brakes and straight steering devices should be verified by caregiver during the preventive maintenance by device's functionality checks and castors inspection on a weekly basis. Moreover, before every use the caregiver should perform a check to confirm that the device does not have any malfunction: "check that all parts are in place. Compare with the parts designation list in this IFU. Carry out a thorough inspection for damage, including mattress punctures. If any part is missing or damaged - do not use the product!" (P. 7) based on the all collected information and performed investigation the most probable root cause is use error and lack of preventive maintenance as the device was used incorrectly and despite its defects. It should be underlined that the caregiver did not realize the actual functionality of used assemblies, which led to not applied brakes. Event with one brake faulty the device still should remain in the position, so the brakes were probably not used during the reported event. The review of reportable events with the involvement of the carevo shower trolley in last years, did not reveal any similar incident. In summary, according to the customer allegation, the device moved away during transfer so the device did not perform as intended. The technical evaluation revealed one brake and both straight steering devices malfunction, so the device was not according to the manufacturer's specification after the event. The shower trolley was used for patient hygiene and in that way it played a role in this event. The complaint was decided to be reportable due to the fact that patent fell out from the device.

Event description:
Arjo was notified about an event with involvement of carevo. It was reported that during the patient's transfer from his bed to shower trolley, the trolley moved away from the bed and patient fell to the floor. The patient did not sustain any injury.